Event description:
(B)(4). It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced mental and physical pain, injury and will likely undergo additional surgery.

Manufacturer narrative:
The product family for this women's healthcare product is unknown. Therefore, we are unable to determine the associated labeling and (B)(4) to review. Although the product family is unknown, the women health products are found to be adequate based on past reviews.